Event description:
A patient was admitted to the hospital with dka with a blood glucose level of about 700mg/dl. At 9:39pm, a blood glucose test was performed with a result of 501mg/dl, a lab test was performed at 10pm with a result of 360mg/dl. No treatment was given based on the device results. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.